Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were hard to press. Customer stated that the insulin pump had random no delivery alerts, the pump had rejected a new battery, was making grinding noises during rewind, had a rainbow effect on the screen. The customer reported that the belt clip was replaced but not secure. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.